Event description:
It was reported that this right atrial (ra) lead exhibited intermittent noise. During follow-up the noise was unable to be reproduced. No out of range measurements observed. Lead remains in service and will be monitored. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).